Event description:
Multiple occurrences of equipment breakage from hospira a+3 triple pumps falling due to placed on wrong size pole. IV triple pumps fittings allow placement on single poles. Single poles are not meant to hold weight of triple pumps and single pole with triple pump falls, posing safety hazard to staff and patients.